Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a bicuspid aortic valve and calcified anatomy, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following implant of the valve, moderate to severe paravalvular leak (pvl) was noted. A post-implant bav was performed using a 25 mm non-medtronic balloon, however the moderate to severe pvl persisted. Subsequently, a second valve was implanted in the patient. A second post-implant bav was performed using a 26 mm non-medtronic balloon and trace pvl remained. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012072334); product type: 0195-heart valves; implant date (B)(6) 2024; product ID d-evolutfx-34 (lot: 0012101421); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012101421); product type: 0195-heart valves; implant date ; product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: g3 PMA# was inadvertently not submitted on the previous regulatory reports updated data h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and the result of procedural images review, the conclusive cause of the pvl cannot be determined. In this case, it was reported that the patient with a bicuspid aortic valve and calcified anatomy, which indicates that a potential cause of the pvl could be due to patient anatomy. A post bav was performed. The user followed the instructions in the IFU that states: "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: static images and a media file were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve thus a pre balloon aortic valvuloplasty was performed prior to the valve implant. Size and type of the balloon was not provided. The image of the deployed valve reveals a significantly under expanded frame and unknown depth. Of note, per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. It was reported that a second valve was implanted to treat moderate to severe paravalvular leak; however, a post implant angiogram was not provided to assess final depth of the valve and severity of leak. A second valve was implanted and post valve in valve angiogram shows trace leak. Minimal information was provided thus this review is inconclusive. Conclusion: the investigation is ongoing. Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that treatment was not planned for the trace pvl. No additional adverse patient effects were reported.